Event description:
This rv lead was implanted on (B)(6)1999 and remains n service as of this time. A call was placed to technical services on (B)(6)2017 stating that this lead has undersensing of 4 mv. It was also reported that the ventricular sensitivity was 5 mv. Lead was also reprogrammed and fixed with 260/270 ohm impedance. The physician was dr.(B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).